Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as sores. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.